Event description:
Reportedly, the sales rep received 4 valves from the surgeon yesterday. Pt info is on each jar. There¿s a pathology report packed with each jar and each is packaged in a ziplock bag. They will be sent in one box marked (B) (4) so that we know which devices are being returned. This is device #1. Customer letter requested. (B) (4) has requested individual letters be written and sent to his attention. He has no additional information but has provided dr's (B) (6) nurses name and number to contact for additional information regarding these four explants.

Manufacturer narrative:
Evaluation summary: moderate calcification is detected in the belly and the free margin of the left coronary leaflet. Calcification is minimal to moderate in the belly region and minimal in the free margin of the right coronary leaflet and the non coronary leaflet. Calcification possibly contributed to stenosis. A tear is detected at the free margin and into the belly region of the left coronary leaflet. It measures to approximately 6mm. Calcification is detected in the region of the described tear. Host tissue is moderate at the stent outflow and moderate to heavy at onto the tissue outflow. It encroached onto the tissue and into the orifice at the greatest distance of approximately 6-7mm. Host tissue overgrowth also fused the right and the non coronary leaflets at the outflow aspect by 7mm. The x-ray demonstrates calcification. (Model# 6625) x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.